Manufacturer narrative:
The device was rec'd in good condition, and did not appear to be used. Visual examination of the proximal weld site found that focal necking is visible in the matte finish length. The minimum outer diameter (od) of the proximal weld was measured using a calibrated laser micrometer and was found to be 0.0259 inch. No other issues were noted with this device. The recommended size guidewire was inserted through the wire lumen with no restrictions noted. The device was attached to an encore inflation unit and the balloon was inflated with no restrictions noted. A vacuum was pulled, however the balloon did not deflate in the recommended time. The difficulties in deflating the balloon are attributable to the focal necking that was present. A physical examination of the device identified that no force was applied to the unit and no kinking was visible throughout the catheter. Boston scientific has implemented a preventative action to reduce the risk of this focal neck down occurring. All proximal welds are 100% inspected. This in-process inspection will reduce the potential for these types of failures occurring. The completed shop floor paperwork has been reviewed and there were no discrepancies noted that could potentially be related to this reported defect. There were no unusual production difficulties associated with this batch. The root cause for this event is mfg.

Event description:
Event determined reportable based on investigation approved on 20-jul-2006. The sales rep returned the maverick2 monorail catheter due to concern with it's appearance.